Event description:
It was reported that the patient presented for right atrial (ra) lead explant procedure. Review of (B)(6) 2025 remote transmission noted that the ra lead exhibited noise oversensing that caused inappropriate mode switch. Interrogation prior to the procedure on (B)(6) 2026 showed that the ra lead exhibited low pacing impedance and multiple episodes of lead noise present on the atrial channel. The ra lead was explanted and replaced. The patient was stable throughout.